Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we got to the very end of a very long coil,there was breakage') in a 29-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included sterilization, allergic reaction to analgesics, nausea, vomiting, pelvic pain female, endoscopy and endometriosis. Previously administered products included for an unreported indication: motrin, tylenol, ibuprofen and cipro xr. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (laparoscopic removal of essure devices. Hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 (as per mr) and date of removal (B)(6) 2016 as per mr) right side: the number of expanded coils that appeared trailing into the uterine cavity was 1. Left side: coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: -not provided result. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2020: mr received: event: 'medical device removal' was replaced by 'we got to the very end of a very long coil, there was breakage'. Medical history, lab data, reporter information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 29-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('we got to the very end of a very long coil,there was breakage') in a 29-year-old female patient who had essure inserted for female sterilisation. The patient's medical history included sterilization, allergic reaction to analgesics, nausea, vomiting, pelvic pain female, endoscopy and endometriosis. Previously administered products included for an unreported indication: motrin, tylenol, ibuprofen and cipro xr. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (laparoscopic removal of essure devices. Hysteroscopy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011(as per mr) and date of removal (B)(6) 20169 as per mr) right side: the number of expanded coils that appeared trailing into the uterine cavity was 1. Left side: coils that appeared trailing into the uterine cavity was 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: -not provided result.. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a (B)(6) year old female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.